Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 489 mg/dl, which she was able to bring down to 400 mg/dl. The customer reported that the high blood glucose level was due to the fact that she was sick. The customer stated that she would contact her doctor for assistance with adjusting her basal rates. The insulin pump was not replaced or returned for analysis.